Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141-2020-02289, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 0402131 was manufactured prior to 24-sep-2015. As a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing vertically at the collar. Bone tissue presented on the external threads of the implant. Pre-existing patient condition noted on the per was none. The reported device was being placed on tooth # 20 (universal) and was used for approximately 16 years 1 month. The reported event could not be recreated due to the nature of the dental device and event (fracture). Customer did not provide any x-ray or any picture. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 0402131. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (0402131) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that the implant at tooth site # 20 fractured and was removed. Per indicated: surgical/medical intervention required for permanent damage: no additional appointment required: not reported. Symptoms as a result of the event: none reported.